Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited a shocking impedance of greater than 125 ohms. Noise was present on the shock channel. This noise could be reproduced with pocket manipulation. There were no patient symptoms reported with this clinical observation.